Manufacturer narrative:
During investigation of the returned sample it could be determined that the foremost front tip of the guide wire was detached; a diminution at the end of the guide wire core and the uncoiled spring determined by microscopic inspection indicate that the guide wire was inserted and/or withdrawn with excessive force. Additionally, provided information by the customer revealed that in the reported event the guide wire was withdrawn against the cannula. As the IFU indicates: ¿use of excessive force may tear off the guide wire. Therefore, guide wire and catheter are to be removed simultaneously.¿ and: ¿do not withdraw guide wire against needle bevel to avoid possible severing or damage of guide wire.¿ the root cause for this issue is seen as a handling error by the user, not following the IFU. Patient data were not provided despite several requests. (B)(4). (Exemption number e2008006s01).

Event description:
(B)(4).

Manufacturer narrative:
Further information surrounding the event has been requested. The involved guide wire will be returned for investigation. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that during left femoral catheterization, the guide wire slid easily into the needle and then stopped. Thus the guide wire was retracted through the needle. When fully retracted, it was noticed that the guide wire looked uncoiled. It was reported that there were no obvious consequences for the patient. (B)(4).